Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A cuff miss can occur due to a number of factors including, but are not limited to needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced cuff miss. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices is performed to assure there is no needle deflection. Additionally, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience cannot be determined.